Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned. Visual analysis of the lead was performed and no anomalies were found. (B)(4). Concomitant products: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri45 implantable pacing lead, implanted: (B)(6) 2013.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Additional information obtained from the physician's office indicated the patient died approximately 3 months post implant of the ipg system. A cause of death was requested and not received.